Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device showed the pressure relief test did not pass. Once the alarm reed housing was replaced the high pressure alarm activated as expected.

Manufacturer narrative:
Device evaluation- the returned device was tested; this confirmed the device was out of calibration. The cause of the issue could not be established.

Event description:
Information was received that a smiths medical level 1 hotline low flow system was over heating. No adverse effects reported.

Manufacturer narrative:
Additional information was received indicating that the event occured during preventative maintenance.